Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation, visual analysis of the returned device identified: opening extended, yellow particles in the gel, underweight and crease fold. A microscopic analysis was performed which identified: one opening sharp on the anterior, four striated openings and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp opening on the anterior assessed as unidentified (tear) opening. Four striated openings due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture. Device has been explanted.